Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level of 592 mg/dl. Customer described symptoms and then treated themselves with a manual injection. The customer was walked through trouble shooting and the customer stated they would call again soon for information. No further information provided.